Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was displaying a message indicating "bad strip, please replace, test strip not working." The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on "(B)(6) 2015, 9:00am, pacific time." The patient manages her diabetes with oral medication, diet and or exercise and stated that "30-45 seconds" after the alleged message appeared, she developed the symptoms of "throwing up, lightheaded, dizzy and shaky." The patient reported taking orange juice shortly after feeling low. At the time of troubleshooting the cca noted that this was not the first time the patient had used the subject meter and there was no misuse of the meter the patient was unable to walk through a retest as they no longer had test strips. Therefore the issue remained unresolved. Replacement products were sent to the patient. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.